Manufacturer narrative:
(B)(4). (B)(6) 2013. Concomitant medical products: articular surface catalog # 00596405012 lot # unknown unknown femoral . (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-04065. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient¿s right tibial component was revised due to loosening.

Manufacturer narrative:
(B)(4). The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The complaint sample was evaluated, x-rays were reviewed, and the reported event was confirmed. Visual evaluation of showed exhibits signs of implantation (nicked, gouged, micro motion). X-rays reviewed by hcp states, "there is extensive abnormal radiolucency reflecting osteolysis along the tibial component, which may be loose. Alignment is maintained. The femoral component is unremarkable. The bones are osteopenic." Device history record was reviewed and no discrepancies relevant to the reported event were found. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.